Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels that ranged between 30-52 mg/dl and was hospitalized; cause was due to incorrect basal rate settings. Customer received fluids, an insulin drip, steroids, antibiotics, and pump settings were adjusted. Customer was released from the hospital on (B)(6) 2019.